Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with ketoacidosis due to air bubbles in the insulin cartridge. Air bubbels can occurr in an insulin cartridge and solutions are described in the insulin pump´s user manual. No more details regarding treatment or blood glucose values provided. The user believes that the air bubbles in the insulin cartridge were caused by the accu-chek spirit combo insulin pump and caused an underdosage of insulin. At the time of the report, the patient´s condition was good.